Event description:
Pt not a surgical candidate. Implanted bifurcated device in 2000. The next day, the pt exhibited discomfort. Preliminary eval indicated that the graft was patent and had good limb flow; however, the treating physician determined the presence of a dissection of the thoracic aorta. The dissection occurred between the renals and the arch. During the endovascular procedure, the surgeon exchanged the super stiff wire by a nitinol wire. As per info, the surgeon believes that the outcome is related to pt's general vessels' condition. A cardiovascular surgeon counsel report on the pt indicated that the dissection was not graft, stent related. Per current info, the pt was released and transferred to a care facility. The pt's lungs are fragile and pt is being slowly removed from the ventilator.